Event description:
The patient reported that his blood glucose was around 2 mmol/l (36 mg/dl) when the paramedic checked in the ambulance. He was hospitalized for hypoglycemia and placed on IV fluids. The pod was discarded in the hospital. He did not remember any other diagnosis or treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.